Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative. It was determined that the paddles will need replacement. The customer was given part number and pricing for replacement paddles. The device remains at the customer site. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information and date of event was requested but is not available at the time of this report.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
It was reported to philips that the external paddles are "broken". The external paddle labels that identify the "apex" and the "sternum" were torn off/missing. The reported issue was observed during a patient event, however, the defibrillator was not used nor attempted to be used during the event. The device, in no way caused or contributed to the reported patient death.